Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device, a guidewire, and a cook introducer sheath were returned. The catheter was returned over the guidewire and they were partially within the cook sheath. The guidewire was kinked at approximately 125.5cm from the proximal end. The stent had moved proximally on the balloon and it was severely damaged. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the proximal to mid portion of the tortuous vessel. A 2.5x16mm and a 2.5x12mm promus element plus stents were implanted. A promus element plus, mr 4.00x32mm was selected and advanced, however; about 20 mm into the vessel, the vessel contained a 90 degree bend and the stent could not cross. As the physician was pushing the guide, it was touching the back end of the stent as the physician was attempting to remove the stent, the stent moved on the balloon. The physician then advanced two 2.5x12mm emerge balloons to attempt to aid in the removal of the stent. The physician then inflated the stent distal and attempted to pull it back through the guide but was unable to. The 2nd emerge balloon was inflated distally and was left inflated while the whole system was pulled out. The vessel was rewired and the procedure was completed with a non-bsc device. No patient complications were reported and the patient&#38112;status is fine.

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the proximal to mid portion of the tortuous vessel. A 2.5x16mm and a 2.5x12mm promus element plus stents were implanted. A promus element plus, mr 4.00x32mm was selected and advanced, however; about 20 mm into the vessel, the vessel contained a 90 degree bend and the stent could not cross. As the physician was pushing the guide, it was touching the back end of the stent as the physician was attempting to remove the stent, the stent moved on the balloon. The physician then advanced two 2.5x12mm emerge balloons to attempt to aid in the removal of the stent. The physician then inflated the stent distal and attempted to pull it back through the guide but was unable to. The 2nd emerge balloon was inflated distally and was left inflated while the whole system was pulled out. The vessel was rewired and the procedure was completed with a non-bsc device. No patient complications were reported and the patient¿s status is fine.